Manufacturer narrative:
Batch record review: lot 9e01896 was manufactured on 5/9/2019 in the bodolay line with a total of (B)(4) ea. A batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under sap material ID 1704768 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: as part of the root cause investigation, dressings with the alleged foreign matter spots were sent to an external lab to have the spots isolated from the dressing for composition testing and analysis. The result of the analysis concluded that the spots were a raw material ingredient used in the formulation of the hydrocolloid. Effects of mixing the hydrocolloid at allowable temperature variations was performed at our manufacturing facility in haina, dominican republic. The results showed that within our validated processing specifications, the number and size of spots present in the hydrocolloid could vary based on the validated range of temperature and time profiles of the mixing process. The investigation found one root cause and two contributing causes for the reported malfunction, and they are as follows: root cause(s): method: dirty carts to transport materials. Dirty trays solution: create cleaning process of trays and cars used to managed materials in cleaning room during the manufacturing process. Method: mixers with residues from previous mixtures solution: include new cleaning process in the clean schedule. Manpower: inadequate transfer of materials. Solution: retrain warehouse and manufacturing personnel in the correct materials transfer from warehouse to the cleaning room per (B)(4). Manpower: inadequate electrocuting lamp maintenance solution: retrain the personnel involved in the correct verification of the electrocuting lamp per (B)(4). A CAPA plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there was debris remaining on the dressing". The product was not used. A photograph depicting the reported complaint issue was provided by the complainant.